Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the basal delivery totals in total daily dose do not match the programmed rates. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 07/06/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 06/07/2015 with the following findings: a review of the pump¿s history showed a replace cartridge alarm on (B)(4) 2016 at 05:57; the next prime was recorded at 06:25. The pump history shows the pump was manually suspended on (B)(4) 2016 at 22:37. The pump was powered off for an unknown reason while suspended; the next primed was recorded on (B)(4) 2016 at 12:48. The total daily doses calculated correctly and reflected the user¿s programmed basal rates. During evaluation, delivery accuracy testing was performed successfully with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. No delivery interruptions or alarms occurred during testing. The complaint of an inaccurate delivery issue was not able to be duplicated the investigation. Unrelated to the complaint, investigation revealed that the audio bolus button cover was torn. The audio bolus button was found to respond appropriately with testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.